Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf067 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "nurse accessed port, when flushing for the first time, saline came out of side of the device." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "nurse accessed port, when flushing for the first time, saline came out of side of the device." Additional information provided: it was stated the product was used on a patient. There was no patient harm. A detailed description of the event: sq port accessed, when flushing for the first time, the saline came out the side of the device. Patient is being treated for adenocarcinoma of colon.